Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm bioprosthetic valve of the same model due to one of the valve leaflet not moving intraoperatively upon transesophageal echocar diography (tee). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. The cloth appeared damaged exposing the stent, possibly occurred during explant. Abrasions were noted on leaflet 1 (l1) approaching commissure 2 and on leaflet 2 (l2) approaching commissure 3. Abrasions appeared to have occurred during explant. All leaflets were pliable and appeared intact with exception of the abrasions. All leaflets were in the closed position with a gap at the point of coaptation. All commissures appeared intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. All three leaflets are measured for thickness and deflection (stiffness) to ensure that they meet specification for the intended valve size. Three leaflets are matched and then kitted according to specification to minimize leaflet to leaflet variation in either thickness or deflection. During manufacturing, a sewing fixture is used to ensure proper leaflet alignment and coaptation. Each finished valve assembly is evaluated under pressure to ensure leaflet alignment, overlapping, coaptation and stent post deflection. Based on the analysis, a conclusive cause of one leaflet not moving intraoperatively on transesophageal echocardiogram (tee) during the procedure could not be determined. There have been no trends observed for this type of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.